Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider reported that on (B)(6) 2015 the pump was refilled and reprogrammed. The current medication was baclofen 2000 mcg/ml; 300 mcg/day in simple continuous mode; lot number 2163-112. The patient does not feel she was doing as well with the pump as she did with the last one. It was planned to turn the dose up due to continued spasms at times, particularly when she gets up from a seated position. However, upon refilling the pump minimal residual was found in the reservoir. The reservoir was flushed with 10 ml of saline and refilled with 200 mcg/ml of gablofen checking the return for positive flow. It appeared to be in order though the volume mismatch was concerning. It appeared that the patient had been out of baclofen for an unidentified amount of time. If that was the case the patient may become weak once the refill started infusing. If the patient were to have problems, she should return to have her pump dose reduced to 150 mcg/day. The logs were interrogated and no alarms were sounding or experienced. Diagnoses were multiple sclerosis, primary chronic progressive and spasticity.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient felt that the pump was overdosing and under dosing throughout the last 9 months. Dye study and rotor study were done and were normal. The pump was replaced (B)(6) 2016. The issue was resolved and the patient status was alive; no injury. The pump was delivering lioresal 1000mcg/ml; 150mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving baclofen (2000 mcg/ml at 300 mcg/day) via an implanted pump; the brand of the baclofen was unknown. The indication for use was intractable spasticity. The patient's history included multiple sclerosis. On (B)(6) 2015, it was reported that the patient's pump had been replaced in (B)(6) 2015 for normal battery/end of life longevity. Since the replacement, the patient stated that she had not felt well and had more spasm from the chair to ambulation. The patient had been having symptoms "on and off". The symptoms included being itchy, more spasms, and some withdrawal. On (B)(6) 2015, the patient went to the ER (emergency room) experiencing "mental changes". Today ((B)(6) 2015), at the first refill of the pump, the erv (expected residual volume) was 3.4ml and the arv (actual residual volume) was 0ml/drops of fluid. The patient did not have overdose symptoms. The reporter did not believe that any programming errors had occurred and thought that the pump had been filled with 20 ml at implant. A dye study was done that showed that the catheter was working. On (B)(6) 2015, the pump was refilled and the drug in the pump was changed to gablofen (2000 mcg/ml at 300 mcg/day). The cause of the volume discrepancy was not determined. The resolution of the event was noted as "pending".